Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd phaseal¿ secondary set drip chamber c60 leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no.: 515301, batch no.: unknown. It was reported the secondary drip chambers will continue to drip with the roller clamp closed. Verbatim: we¿ve seen the drip chambers continue to flow despite being fully clamped on a regular basis since switching to this tubing around 3/15, we¿re seeing this happen regularly most recently I received a complaint from an rn on 4/11 of the same problem.

Manufacturer narrative:
Investigation summary: the final product is assembled and packaged at a supplier site. We have notified the supplier of the reported issue. As no physical sample, picture sample, or lot number was provided for evaluation, a complete investigation could not be performed. Therefore a root cause cannot be determined at this time. Examination of the product involved may provide clarification as to the cause for the reported failure. The supplier is looking further into this issue to reduce reoccurrences. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that bd phaseal¿ secondary set drip chamber c60 leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no.: 515301 batch no.: unknown. It was reported the secondary drip chambers will continue to drip with the roller clamp closed. Verbatim: we¿ve seen the drip chambers continue to flow despite being fully clamped on a regular basis since switching to this tubing around 3/15, we¿re seeing this happen regularly most recently I received a complaint from an rn on 4/11 of the same problem.